Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The customer declined physio's repair offer due to the device age and repair costs. The device was returned to the customer in the observed condition for removal from service. The cause of the reported failure could not be determined.

Event description:
It was reported that the device would not boot up on ac or battery power. There was no patient use associated with the event.